Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Photographic inspection of the event noted that the reload was removed from the instrument while still clamped. The knife bar was fully advanced, and the jaws were still clamped on tissue. Visual inspection of the returned product noted that the reload was fully fired. The jaws of the reload were clamped and the knife bar assembly was advanced to the extreme distal end. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade, damaged staple pushers, and sub-flush staple pushers from the 4cm cut line to the 1cm cut line. Examination of the tissue returned noted an improper staple line. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. In the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Replication of the damaged knife blade, damaged staple pushers, and improper staple line may occur when an obstacle has been incorporated in the jaws during application. Replication of the sub-flush staple pushers may occur when clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection procedure. The device was stapled as usual, the stapler formation was not poor and the staple line was complete. But the knife was not back. The reload would not open, the jaws of the device were locked onto the tissue. There was unanticipated tissue loss and tissue damage as a result of the problem. The reload would not open so had to resect more tissue from the side of the wedge to remove the stapler. The tissue damage was considered permanent. The surgical time was extended by one hour due to the product problem. The incision was extended by more than one inch due to the product problem. A device component broke off but did not disengage into the cavity of the patient. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.